Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 482 mg/dl. The customer went to the emergency room and was admitted on (B)(6) 2025 with diabetic ketoacidosis, vomiting, passing out, and ketones that were identified as life threatening. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that day. Customer changed the pump supplies to address the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.